Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(6). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 125mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is undisclosed and open vial date is 12/23/2016. The meter memory was reviewed for previous test result history (date / time not set): 360mg/dl (B)(6) 2017 01:43 pm fasting: yes; 232mg/dl (B)(6) 2016 01:03 pm fasting: yes; 273mg/dl (B)(6) 2016 01:31 pm fasting: yes; 302mg/dl (B)(6) 2016 12:27 pm fasting: yes; 330mg/dl (B)(6) 2016 12:20 pm fasting: yes. All readings above are of concern - - all readings are fasting. The customer called and stated that her meter was reading higher than her normal range of 100-125mg/dl. The customer in question is (B)(6) female. The customer stated she was in good health and not exhibiting any symptoms of high or low sugar at this time. The customer did not have any test strips to perform back to back testing. The customer did not have any strips to perform a back to back test. The customer does not want a replacement product and would like a refund.